Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices experienced "communication error" messages when multiple channels are connected to the pcu in the ICU. There was patient involvement but no harm. It was further reported by the customer that following internal investigation of the issue it was noted the communication error was attributed to iui connectors that were not cleaned properly or required changing.